Event description:
A 75 y/o underwent a mediastinal exploration. During closure of the sternum, a sternal needle fractured. Unsuccessful attempts to remove the part of the needle in the sternum. Surgeon made decision to leave in pt at that point. The pt returned to the or 2/9 for removal of the foreign body.